Event description:
It was reported that the patient had an infection and the health care provider might need to ¿pull¿ the spinal cord stimulation system. It was noted that the infection started a ¿couple days¿ prior to the report and was suspected to be related to the device implant. It was reported that the patient was red and had drainage at their wound site. It was noted that the health care provider wanted to do a MRI of the complete spine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID neu_ unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
Additional information received reported that both IV and oral antibiotics had been administered. It was reported that the patient had symptoms of fever and leukocytosis. A culture was taken for mssa. It was reported that the total device system was explanted. It was stated that the infection was now resolved.